Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient felt that his blood sugar was low while his dexcom cgm was reading 18.0 mmol/l. The patient could not recall whether he performed a comparative fingerstick measurement at the time but alleged that his cgm was reading inaccurately. The patient reported a bg value of 10.0 mmol/l at some time during the event. The patient developed symptoms of fatigue, poor vision, orange eyes, and had a seizure. The patient was then taken to a hospital for further care. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.